Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve, 4d cardiovascular computed tomography (CT) angiogram showed mild hypoattenuated leaflet thickening (halt) along the left coronary leaflet. No leaflet motion restriction was identified. Blood thinning medication was administered. No patient symptoms occurred as a result of the halt. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. Indicated, that approximately 5 years and 6 months following the valve implant. A computed tomography (CT) of the abdomen showed a small bowel obstruction with transition point in the pelvis. General surgeon recommended transfer to a facility with bariatric service. It was unknown, if surgery was performed. The patient died 5 days following, reported onset of the small bowel obstruction. As reported, the probably cause of death was deterioration of health. While awaiting surgery for small bowel obstruction. The physician indicated, the events associated with the death were not related to medtronic products, the initial valve implant procedure, nor to the valve revision procedure.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A duplicate regulatory report was identified, # 2025587-2024-03199. The second paragraph of b5 was previously captured in duplicate regulatory report #2025587-2024-03199. Going forward, details pertaining to these events will be reported in the current regulatory report #2025587-2024-01641. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve, 4d cardiovascular computed tomography (CT) angiogram showed mild hypoattenuated leaflet thickening (halt) along the left coronary leaflet. No leaflet motion restriction was identified. Blood thinning medication was administered. No patient symptoms occurred as a result of the halt. No adverse patient effects were reported. Additional received information indicated that approximately five years, three and a half months following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain that radiated to the left side of the jaw and back with associated dyspnea. The symptoms had persisted for one day when the patient presented to the emergency department. Upon assessment, a blood sample was obtained and revealed an elevated troponin with the following values: 0.331; 0.375; 0.513; 0.53; 0.496; 0.43. Medication was administered. A 2-dimensional echocardiogram was performed both with and without contrast and identified a non-st segment elevation myocardial infarction (nstemi). It was noted an echocardiogram had been performed four months prior and was available for comparison; however, the results of that comparison were not clearly described. Approximately two weeks after onset, a cardiac catheterizati on was performed as treatment. In addition, continuous renal replacement therapy was performed and an intra-aortic balloon pump was inserted; the dates and reason for use were not reported. The nstemi was reported to be resolved without sequelae approximately one month, one week after onset. No additional adverse patient effects were reported. Additional information indicated for the non-st segment elevation myocardial infarction (nstemi) administered medications included a ntibiotics, inotropic vasodilator, epinephrine, and a beta blocker. The physician indicated the non-st segment elevation myocardial infarction (nstemi) was not related to the valve. The following day, acute on chronic diastolic and systolic heart failure was identified which required an inotropic vasodilator. This heart failure was reported as related to the valve. The following day cardiogenic shock was identified. The intra-aortic balloon pump (iabp) was placed due to severe aortic insufficiency and worsening shock. A transthoracic echocardiogram (tte) identified an ejection fraction of 61%. The patient was transferred to the cardiac intensive care unit (cicu) 12 days following the heart failure onset and the ejection fraction measured 33%. The echocardiogram performed 2 days following the non-st segment elevation myocardial infarction (nstemi) was compared to the previous echocardiogram from approximately 1 year and 3 months earlier and a progression in degree of the prosthetic valve stenosis was identified. An aortic valve doppler profile was reported as ¿bullet shaped¿ which suggested a delayed acceleration time and prosthetic stenosis. As result of the stenosis, inotropes, vasopressors, and diuretics were administered. Approximately 5 years and 4 months following the implant of the transcatheter valve, a valve revision occurred as result of the worsening shock. A non-medtronic transcatheter valve was implanted valve-in-valve. The hypoattenuated leaflet thickening (halt) was reported as resolved with no sequelae as result of valve intervention. The acute on chronic heart failure was then resolved without sequelae. Three days following the valve revision, the left femoral artery iabp removed. Two days later, a groin hematoma and hemorrhage was identified. This same date a covered stent placed and resuscitation with blood transfusion and/or blood products was required. The day following the hematoma identification 2 units of cryoprecipitated antihemophilic factor (cyro) were administered. The next day, 2 units of packed red blood cells and 1 unit of platelets were administered. The hemoglobin was reported as stable at approximately 7.5. The hemorrhagic shock had resolved with no sequelae approximately 3 weeks following onset. The nstemi and stenosis were reported to have resolved without sequelae approximately 1 month and 1 week following the onsets. Hospitalization was required as result of these events. Intractable abdominal pain on an unspecified date occurred and was reported to have led to the patient¿s death. Further details of the abdominal pain and death in relation to the valve and valve revision were unknown.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was admitted with unstable angina, aortic stenosis, non-st segment elevation myocardial infarction (nstemi), and new york heart association (nyha) functional class IV. The chest, jaw and back pain as well as headache improved with aspirin. The pain developed again and different gastroesophageal reflux medications provided mild relief. With the changes to troponin levels, the patient was transferred to a different facility three days later and admitted. The serum creatinine (scr) measured 1.04. Acute kidney injury (aki) on chronic kidney disease (ckd) was reported. As result of worsening lethargy and renal function, the patient was transferred to the cardiac intensive care unit (cicu. While in the cicu, new atrial fibrillation with a rapid ventricular rate ranging from 140-150 beats per minute (bpm) was identified. The atrial fibrillation rate was controlled with a beta blocker. Nonobstructive bowel gas pattern and epigastric pain also reported. An esophogram, computed tomography (CT) of abdomen and pelvis, abdominal magnetic resonance imaging (MRI) and dopplers during admission were without ¿significant¿ findings. Elicited reflux and tertiary contractions noted. A urine culture was positive for e coli and treated with an antibiotic for 3 days. Three days later the CT did not find cause for the abdominal pain. An MRI two days later noted pancreatic parenchymal atrophy with recommendations for further work-up. Left pleural effusions and bibasilar atelectasis noted. The next day a urinalysis and culture identified e. Faecalis which was treated with a different antibiotic. Due to worsened cardiogenic shock multiple medications, placement of an impella device, an intra-aortic balloon pump (iabp), and an emergent valve-in-valve (viv) procedure were required. Following the procedure, an electrocardiogram (ECG) identified the baseline lbbb had slightly widened with abnormal septal motion. No treatment required. A possible mild paravalvular leak (pvl) noted. The mean gradient was 8 millimeters of mercury (mm hg). No treatment for the pvl reported. The day following the viv a transthoracic echocardiogram (tte) noted a well seated valve. There was severe global hypokinesis and grade 2 diastolic dysfunction with elevated filling pressure. Mild mitral and tricuspid regurgitation. There was severe atr ial enlargement. There was a possible paravalvular leak (pvl) but this reportedly had improved from 2 days prior. The severity of the pvl not reported. The right ventricular systolic pressure mildly elevate at 40-45 millimeters of mercury (mm hg). The lv was dilated with no significant left ventricular hypertrophy (lvh). The left femoral artery (lfa) intra-aortic balloon pump (iabp) was now reported to have been removed 5 days following the viv. A hematoma and hemorrhage were noted with the lfa. Hypovolemic shock and anemia occurred after the removal of the iabp. The hemoglobin measured 7.6 and 7.1 and later reported as stable at 7.5. The continuous renal replacement therapy (crrt) was stopped due to filter clots. The epigastric pain improved post viv. A cystic pancreatic lesion was identified on MRI and would be addressed as outpatient. Inotrope and pressor support medications were discontinued. Eight days following the viv venous dopplers performed with no significant findings. Thirteen days following the viv the qrs measured 138 milliseconds (ms). No treatment required. Two days prior to discharge a repeat urinalysis noted + pseudomonas aeruginosa. An course of oral antibiotic, different from the previous two antibiotics for the urine cultures, would be administered. Diuretic medication changed from intravenous to oral administration. The lbbb was stable at discharge with a qrs of 156 ms and normal sinus rhythm identified. The scr peaked to >3.5 and later measured 1.17 at discharge with oral diuretic prescribed and the aki resolved. The anticoagulant medication resumed. Sodium measured 128. Thrombocytopenia resolved and the aspirin and anticoagulant would continue. Delirium was reported as likely ICU related with report of continued sleep and wake cycles. Physical therapy and out-of-bed activities reported. Coccyx wound noted. Wound care was following. An antibiotic started for possible leukocytosis/sepsis and was changed to a different antibiotic. Infectious disease to follow and a complete blood count to be performed a week following discharge. White blood cells were elevated but improving with measurements of 17.8 and 16.2 noted. Depression was discussed with patient and family member and a selective serotonin reuptake inhibitor was started. The patient was deconditioned. As reported, aggressive physical therapy was warranted with potential discharge to rehabilitation following home health. The patient was reported as stable at discharge. Approximately 35 days later, the patient presented with intractable abdominal pain with nausea and the patient was readmitted. Left lower lob opacities and bronchial wall thickening, right upper lobe lesion, and left lateral thigh fluid collection were reported. Intravenous pain medication initiated. The next day abdominal distention and pain continued. General surgery recommended transfer to a facility with bariatric surgery service due to a history of bariatric surgery. The following day, the pain continued. Kidney, ureter, and bladder (kub) imaging suggested small bowel obstruction. A clear liquid diet was suggested. The following day, pain and nausea continued without bowel movements. The patient reportedly tolerated the clear liquid diet. The next day a small bowel follow through performed. The next day the patient was transferred for a bariatric consultation. Prior to the patient¿s death, a deterioration of health occurred while awaiting surgery for small bowel obstruction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.